Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The high-capture-threshold allegation was confirmed. Based on the observation of calcification at the lead tip. Deposits of calcium on cardiac lead electrodes have been shown to increase lead impedance.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds. The rv lead was surgically explanted and was replaced. No additional adverse patient effects were reported.